Event description:
I had a spinal cord stimulator implanted on (B)(6) 2024. Seemed to be working fine, then had a post op visit on (B)(6) 2024 and unit was reprogrammed. Attempted to use the therapy today and the controller is requiring a password to turn off the phone component of the system and will not advance to the therapy choices. Checked the website; no information, discussed with tech support. They are not familiar with the password system and will send a no cost replacement tomorrow.